Event description:
This record is 2 of 3 for complaint number (B)(4).

Event description:
In (B)(6) 2011, a (B)(6) female was implanted with a veptr 90 degree left s-hook. During a routine construct adjustment on (B)(6) 2012, it was found that the implant had cracked at the parallel connector. On (B)(6) 2012, pt was revised and all hardware was removed. During the revision, it was noted that a rib cap had worn through the bone. Pt was then implanted with another of the same construct. This is 2 of 3 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device was returned for a manufacturing evaluation. The part was received broken into two pieces. One piece was embedded in the parallel connector. The s-hook had several deep gouges, indentations, and shear marks at and around the break site. There were also deep indentations and removal of the anodize finish along the remaining areas of the device. The device was bent out of its original form. Based on the DHR review and the part dimensional analysis, the complaint is invalid from a manufacturing standpoint. The product development event evaluation revealed that the rib hook was received in good condition, with no signs of misuse. The rib hook may have worn through the bone due to patient activity or perhaps poor bone quality. This could not be determined from the returned device alone. The fractured implant may be due to excessive strain and or other patient activity. This cannot be determined from the returned device alone. The risk analysis was reviewed and was found to be adequate for the construct migrating.

Event description:
This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Review of the device history record for 04.601.000 lot 5201390 shows that there are no issues during manufacture that would contributed to the complaint. Review of raw material p/n 21007, lot 4271791 shows that there are no issues that are related to the complaint. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. Product received (B)(4) 2012 and misplaced. Product was found (B)(4) 2013. Product has been found and the investigation is continuing.